Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, she was attempting to adjust for her blood glucose and the insulin pump alarmed button error. Customer's blood glucose was 382 mg/dl. Customer didn't recall any other significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent act and up buttons response due to corroded keypad traces. The insulin pump had cracked lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.